Manufacturer narrative:
Batch review performed on 03 january 2019: lot 166778: (B)(4) items manufactured and released on 25 january 2017. Expiration date: 2022-01-17. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain caused by the stem subsiding. The surgeon revised the stem and head and the surgery was completed successfully.